Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type programmer, patient product ID 37761, serial# (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the recharger and programmer was not working. The recharger was dropped while plugged into the wall to recharge. It was reported that the connector pin was loose. The patient reported they believe their ins was dead because they have not been able to charge. No symptoms were reported and/or anticipated at this time.